Event description:
It was reported that this 25 mm sjm trifecta valve was explanted on (B)(6) 2015 and the patient has been discharged.

Manufacturer narrative:
(B)(4). The results of this investigation concluded there were tears in all three cusps. There was fibrous pannus ingrowth on the outflow surface of cusps 1 and 3. Special stains were negative for organisms and no acute inflammation or significant calcifications were present. A review of the device history record showed the device met specifications prior to leaving sjm manufacturing facilities. There was no evidence found to suggest the cause of the tears and pannus were due to an intrinsic defect in the valve, as supported by review of the valve's device history record and the analysis performed. The cause of the reported event remains unknown.